Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to possible high blood glucose and dialysis issues on may 27, 2020 with unknown blood glucose levels at the time of the incident. The customer stated their blood glucose levels were trending high. The customer used the pump, manual injections, and was given intravenous insulin to treat. The customer experienced symptoms such as nausea and vomiting. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as this was a past event. The insulin pump will not be returned for analysis.